Manufacturer narrative:
Evaluation results: one cadd-legacy plus was returned for investigation in good condition. The screen was scratched. The investigator wasunable to download event history log. The investigator attempted to power up the device, when batteries were inserted. The device immediately alarmed with a blank screen. The investigator determined that circuit board was faulty. The circuit board was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed and would not start. No adverse effects were reported.